Event description:
A cryoablation procedure was performed in (B)(6) using the arctic front catheter and the flexcath steerable sheath. After an initial round of ablations were performed, the arctic front catheter was removed, vein isolation was checked, and the arctic front catheter was re-inserted into the flexcath sheath to perform further ablations. Shortly after re-insertion, the patient had elevated st segments in the inferior leads of the ECG. The ECG returned to normal approximately 3 minutes later. No air was seen entering the flexcath steerable sheath. The patient recovered from the procedure well.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.